Event description:
Same case as: 2134265-2010-00625, -00599, same patient as: 2134265-2010-00627, -00628, -00630, -00655, -00656, -00657. It was reported that post a coronary drug eluting stenting treatment procedure, the patient experienced restenosis. Due to an occlusion in the rca, the physician recommended a percutaneous coronary intervention to the right coronary artery (rca) and native circumflex artery (cx). The lesions in the rca were 90% stenosed in the proximal and mid segments, 75% stenosed in the distal segment and 99% stenosed in the pda. The physician treated the target lesions with the implantation of a 2.5x24mm, 2.75x32mm, 3.0x32mm, and 3.0x32mm taxus drug eluting stents in the proximal, mid and distal rca as well as the posterior descending artery (pda) with 0% residual stenosis. The patient was discharged on aspirin, plavix, tenormin, hydrochlorothiazide, prinivil, magnesium oxide, zocor and nitrostat as directed for chest pain. 14 days later, the patient returns for a percutaneous coronary intervention in the proximal circumflex (cx). The physician treated the target lesion with a 3.5 x 24mm taxus liberte with residual stenosis 0%. In (B) (6) 2005, the patient was admitted with coronary artery stenosis (including restenosis). The proximal rca was treated with balloon angioplasty with residual stenosis 20%. The patient was discharged the next day. In (B) (6) 2006, the patient was admitted with coronary artery stenosis (including restenosis) and a positive stress test. The distal rca (cass site 3) was treated with balloon angioplasty with 0% residual stenosis. The patient was discharged 1 day after the procedure. In (B) (6) 2009, the patient was admitted with angina pectoris and in-stent restenosis of the rca. ¿the patient underwent an intracoronary ultrasound to the right coronary artery to evaluate the possible mechanism for his in-stent restenosis. This was performed with a 6-french jl-4 guide catheter, .014 universal guidewire, and a non-bsc ultrasound catheter. The non-bsc ultrasound catheter was unable to advance to the proximal portion of the rca due to obstructive disease and was removed. A previous deployed stent was undersized in the proximal rca. The 75% stenosed ostial right coronary artery was treated with the predilation of an unknown balloon and placement of a 3.50mm non-bsc stent. Residual stenosis was less than 10%. The 99% stenosed distal coronary artery was treated with an unknown balloon for ¿arterial widening.¿ residual stenosis was less than 10%. The procedure was successfully completed. ¿the patient was discharged 1 day after on aspirin, clopidogrel, metoprolol, lisinopril hydrochlorothiazide, magnesium oxide, amlodipine, pravastatin, nitroglycerin, plavix. The patient was scheduled for two weeks follow-up or sooner. Diet restriction, weight reduction, and regular exercise, after one week was recommended to the patient.¿

Manufacturer narrative:
Additional manufacturer narrative - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4).